Manufacturer narrative:
Other relevant device(s) are: micra. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that poor threshold was measured for all the sites that the catheter was advanced to, and therefore, deployment was performed multiple times. As the procedure time was long, the curve of the catheter at the time of deflection curved backward, and it resulted in difficulties in passing through the tricuspid valve.

Manufacturer narrative:
Other relevant device(s) are: micra. Mc1vr01-delsys/ expiration date: 28-mar-2020 / serial#: (B)(4), device available for eval: no. Mfg date: 08-oct-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the difficulties were encountered and the device was implanted in the site near the right ventricular outflow tract (rvot). The patient general condition was poor. Pericardial effusion was noted after the procedure, the patient was asymptomatic and no treatment was performed. It was noted that the patient complained of abdominal pain on the following morning. Enlargement of the small-intestinal was observed on the abdominal x-ray image, and non-occlusive mesenteric ischemia was then diagnosed. The hemodynamics had been being stabilized by administrating catecholamine, but respiratory failure was resulted from non-occlusive mesenteric ischemia that was presumably caused by the administration of catecholamine. The patient subsequently died.